Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
During an elective device upgrade procedure, insulation damage was observed on the right atrial (ra) lead. During the procedure, low pacing impedance, low sensing, and noise resulting in oversensing was observed on the ra lead. The event was resolved by explanting and replacing the ra lead during the unrelated procedure. The patient was in stable condition.